Manufacturer narrative:
1627487-07262012-002-r; 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to establish communication between his ipg and external devices. The patient's programmer also reflected a communication error. Patient reported decreases in battery life, as well as frequent charges and eventually the ipg became inoperable. The patient was without stimulation for approximately 6 weeks. Subsequently, the patient underwent surgical intervention at which time the ipg was explanted and replaced with a different model. Reportedly, effective therapy resumed following the procedure.